Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Contamination in the form of dried fluid residue and insect infestation was verified by visual observation. The evaluation could not be completed due to the degree of contamination. Upon conclusion of the investigation, the direct cause of the issue was determined to be fluid ingress to power entry module and power switch. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. Device failed during evaluation, no patient involved. No additional information is available.